Event description:
It was reported that "on (B)(6) 2026 at 10:41, a central venous catheter was inserted and used normally. However, during the delivery of the guidewire, it was found to be kinked and unable to be inserted. A new central venous catheter was replaced and re inserted, and the procedure was successfully completed". The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).